Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3182102 and product code 810081.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and the mesh was implanted. It was also reported that, post-op, the patient experienced repeated urinary tract infections, vaginal, hip, leg, back, and stomach pain. No further information is available.